Event description:
Additional information received reported the manufacturer representative (rep) saw the patient when they were at the healthcare provider (hcp) office. They could not remember the exact date but it was over a month prior to the report. The patient was actually having issues with their recharger. As they would lie on the recharger in a recliner when charging, it would get hot. The rep reminded the patient of recharging practices, such as having a t-shirt in between the skin and recharger. The rep told the patient that the implantable neurostimulator (ins) would still recharge and that the antenna did have a temperature icon so if it did get hot it would turn off and wouldn¿t burn the patient. Everything seemed to be fine and good and the issue resolved. The rep hadn¿t heard from the patient since that meeting.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (b)(8) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patients stimulator had been getting hot and turning off for about a month. Back in (B)(6), the healthcare provider (hcp) wanted the patient to have the device checked, and there was no issue at that time. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.